Event description:
It was reported that the pt experienced a change in stimulation and had to increase the intensity of the stimulation to 8 or 9 volts to get coverage. The pt was also recharging more. It was reported that the pt had great coverage for her right side (B)(6) post-op, and now the pt only got pain coverage on the left side. Reprogramming was attempted, but the pt only felt mild stimulation in the right abdomen. The pt previously had a fall, but could not recall the details and thought that stimulation was ok post-fall. Impedance measurements were normal. It was later reported that the hcp suspected lead migration based on a pt fall (B)(6) ago. The pt had an x-ray and was scheduled for a lead revision on (B)(6) 2011. The pt had a new 565 lead placed beneath the original 565 lead and connected to the original battery. Afterward, the pt had good stimulation and was doing great.

Manufacturer narrative:
(B)(4).